Manufacturer narrative:
Device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly. Customer stated that insulin pump was not rewinding, was stuck at the top and rewind showing complete but the piston was at the top and not moving down. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.